Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. E1: facility name: (B)(6). Upon investigation of the actual device used in this incident, it was determined that the settings were not enabled in the network time protocol. A technical support specialist (tss) performed to set the network time protocol server, rebooted the station, set the time manually but the issue persisted. A technical support specialist performed to synchronize the network time protocol to the server with correct site to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station needed to be synchronized with the network time protocol. The customer stated that this malfunction caused a delay of 3 minutes in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.